Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5223k additional information requested and obtained: can you please clarify what part of the device did not work after the first firing? Device would not fire any subsequent firings following the first one. Did the device deliver any staples? Yes, during the first firing. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. What color cartridge was being used? Cartridge stapler endo 45mm. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No, nothing different from the first firing. The analysis results found that the long45a device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
Per maude event report form, #(B)(4), during a laparoscopic appendectomy procedure; the device worked only for one firing. The procedure was completed using another same like device. There were no patient consequences reported.